Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the buttons were not responding properly for 4 weeks. The reporter indicated that the button presses sometimes skipped past where the user intended to go. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 04/30/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: visual inspection of the pump found that the keypad was intact with no evidence of peeling or other damage. The keypad buttons were tested and the buttons were confirmed to be responding normally to presses. The keypad was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.